Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse inspected the device, performed battery maintenance and cleared an airflow obstruction in the power supply. The unit passed all functional and safety checks to factory specification.

Event description:
It was reported by customer that during a daily inspection, the cs300 intra aortic balloon pump (iabp) had error #7. There was no patient involvement.